Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 32 mg/dl; cause was not known. Customer was unconscious. Contact attempted to feed customer. Paramedics treated customer and bg elevated. Customer was transported to emergency room (ER) and was treated with intravenous fluids and insulin. After 4 hours, customer left ER feeling "normal" with a bg of 300-400 mg/dl.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the lowest blood glucose (bg) value entered in the pump by the user was 50 mg/dl on (B)(6)2018. The user requested and delivered a 10 unit bolus for 157 grams of carbohydrates with a bg of 50 mg/dl. Continuous glucose monitor was not in use. Over half of the boluses delivered by the user were manually requested by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values. In addition, the user made bolus requests while still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.